Manufacturer narrative:
The initial reported was not known at the time of filing. The starter kit, power supply, panel rear cab bracket and cable assay were returned to the manufacturer for evaluation. After visual/physical examination it was determined all of the returned parts were returned unused. No failure found. A manufacturer representative (rep) went to the site to test the imaging system. The reported issue was not confirmed because the rep could not duplicate the issue. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in stand alone mode. No patient was present at the time of the event.